Event description:
A customer reported that their insulin pump malfunctioned, displaying a malfunction code. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support resolved the issue by resetting the pump and arranging to send a replacement pump with updated software. They also provided instructions for returning the faulty pump and advised on backup therapy options. The customer understood and acknowledged the steps to be taken.